Event description:
Additional information was received from the patient. The patient called back and reported since speaking with patient services they've tried all the programs on their "zapper" (patient then clarified that "zapper" is what they call the neurostimulator) but the stimulation wasn't "pinging in the right spot" and not in their "core." The patient then further clarified that they weren't feeling the stimulation in their bike-seat region and that on their current program, they were feeling the stimulation/pulsing in their hip and leg and that it hurt. The patient stated they needed to change to a different program because they couldn't get their leg under control on the current program. Patient services suggested to the patient to turn the stimulation down to a more comfortable level and the patient stated that if they turned the stimulation down, the therapy didn't help their bladder and bowel symptoms. The patient stated the first program they tried, it pinged "near the front" and that program "really hurt" because they hadn't been able to turn the stimulation up so they were still going through pads. The patient wanted to know if patient services could change where they felt the stimulation and patient services reviewed with the patient if they tried every program and didn't feel the stimulation in the bike-seat region and the therapy wasn't helping their symptoms that they should follow up with their managing health care provider (hcp) about their concerns, check the device and potentially have a reprogramming session. The patient stated they'd call their managing health care provider (hcp). The patient called back on (B)(6) 2023. Patient said they thought the device was stimulating in the wrong place. Patient said they had been going through the programs. Patient said they were on program 6. Patient couldn't turn stimulation up high enough on program 6 to get the device working real good but it was better. Patient said they talked to their hcp who directed the patient to contact [manufacturer] to set up an appointment. Patient had an appointment and it was cancelled. Patient had been fighting this since late (B)(6). Patient said they told the dr the device wasn't working right. Patient said the device causes pain if increased past 1.5. Patient said during the evaluation they were down to 4-5 pads or pulls ups which was good. Patient has been through 90 pull ups since (B)(6). Patient services emailed rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that to clarify how they couldn't turn the stimulation up high enough to work really was they were meaning that the device was implanted too far to the right side. The stimulation is only on the right, not in core and causes pain if turned up. The cause of the inability to turn stimulation was determined to be the placement issue of the ins previously mention. The device needs to be moved to the left. There is no surgery planned as of yet to move the device, but they are working on it. They are having to buy pulls ups and don't o anywhere or go swimming in fear of an accident.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient said their ins is not working right. Patient said they feel pulsing on their right side center up near the bladder and buttock and stim is not in the right place. Patient said when they increase stim on the current program, stim is painful. Patient said the ins is not stimulating where it's supposed to and they're also using a lot of pull ups and a lot of pads. Patient said they aren't using as many as they used to, but still quite a bit. Patient said with the trial, they were down to just a little "piddle pad", maybe 2-3 a day and that is no longer the case with ins. Patient said symptoms and sensation both started about a month after implant. Patient said their hcp told them to give their body a little time and they were supposed to go in to see hcp but the appt was cancelled. Patient said hcp told them they could change programs. Reviewed general therapy guidelines and therapy optimization options. Patient wanted more information about changing programs. Reviewed information and patient said they would try making adjustments on their own. Patient said they were taking medication for breast cancer and they said maybe that was causing some side effects. Patient said now they are no longer taking this medication, so they wanted to wait a week or so to see how it settles down and then they will make adjustments. The patient mentioned unrelated medical history. This included patient said they just got news that they are cancer free after 10 years.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back in regards to this case stating that they turned their stimulator off 3 weeks ago. Patient said they still haven't gotten any therapy relief and no one has followed up with them so they're "done". Patient said they've been asking for help for months but no one has helped them make any adjustments and said they also did not hear back from the rep after ps contacted them. Patient said they want the device removed and wanted to know how to get it removed. Reviewed information and redirected to hcp.